Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. The pectus bar remains implanted, therefore, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a revision surgery was performed to reshape a pectus bar. The date of the original surgery is unknown, a revision surgery was performed as the pectus bar appeared to be sticking out the patient's side. The surgeon reshaped the bar without removing it during the revision surgery.